Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported of having high blood glucose of 412 mg/dl after going to dinner. Customer's blood glucose elevated to 474 mg/dl after treating high blood glucose with insulin pump. Customer declined troubleshooting due to previously troubleshooting for the same issue. Customer believed that issue was with insulin pump. Insulin pump would be replaced per customer's request.